Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was showing a grey bar due to implant detect for the cardiac resynchronization therapy defibrillator (crt-d) had not be completed. The implant detection was turned on and the device remains in use. No patient complications have been reported as a result of this event.